Event description:
Patient reported that they experience recurring difficulties when attempting to administer a bolus. On several occasions, even after initiating the bolus from the controller, the system indicates that the bolus was not delivered. This issue has occurred multiple times. Blood glucose was reported to be 76 mg/dl/ medical treatment was not required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.